Event description:
A customer reported that during surgery, two knives were noted "defective", possibly related to sharpness. However, upon follow up with the nurse administrator, it could not be confirmed what the actual defect was.

Manufacturer narrative:
Two opened samples were returned for evaluation. The samples were examined using 10x magnification and both were found to have damaged tips and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. How or when the blades became damaged cannot be determined. The damage to the returned samples is consistent with damage tat can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).